Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen. It took approximately 4 minutes for the device to restart and an additional 5 minutes to power up. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a corrupt sql database occurred during disaster recovery in parallel with the 1.11 upgrade, along with associated intermittent application freezing incidents (under observation and logging). A technical support specialist confirmed that the station was recovered as part of disaster recovery activity and verified functionality, as the med application was working and the rn was able to log in and remove medication, with no active issue observed at the time of validation. The case was opened primarily for rca and tracking/documentation purposes, and the customer was instructed to open a case for freezing incidents and to collect and review station logs. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation of the device.